Event description:
The manufacturer received information alleging a ventilator had erratic pressures. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.